Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks throughout the hypotube. There was a kink at the collar and the shaft inside the collar was partially detached/pulled away from the collar. The od (outer diameter) of the shaft was measured with a calibrated laser micrometer. The od was 0.067", which was within specification. The guide catheter used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a 6f test guide catheter was used for functional testing. The guidezilla ii was able to be inserted into the hub and advanced; however, the bent collar and damaged shaft won't advance into the hub of the guide catheter. It was most likely that during the procedure, with the guide catheter inside the patient, it was likely that there was resistance causing the damage to the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17oct2022. It was reported that guidezilla would not advance through the 6f guide catheter. A 6f guidezilla ii guide extension catheter was selected for use. During insertion, a 6f guidezilla guide extension catheter was attempted to advance into a 6f guide catheter. The guidezilla would track over the wire and into the watchdog but would not advance through the 6f guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the shaft was partially detached/pulled away from the collar.